Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the menu button was unresponsive. The menu button does not take them to the menu screen. The customer's blood glucose during the incident was 230 mg/dl. The customer stated that the screen goes black with every button push. The insulin pump will be returned for analysis.

Manufacturer narrative:
All buttons functioned properly. No damage in the keypad assembly and the keypad connector on j1/pcb 1 was locked properly during visual inspection. Pump passed the self test, sleep current measurement, active current measurement and displacement test. Pump was received with normal operating currents. Pump was monitored for several hours and no blank display noted. The battery tube connector was plugged in properly to j7/pcb 1 during visual inspection.